Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited low out of range pacing impedance measurements of less than 200 ohms. It was also noted that there was oversensing of noise on both the ra and right ventricular (rv) channels. A cause was not able to be determined as the x-ray did not show any significant findings. A revision procedure was performed due to the out of range impedances. At the procedure the ICD, ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.